Event description:
It was reported that during use on a patient ,the cardiosave intra-aortic balloon pump (iabp) had a gas inflow leak which occurred in the iab circuit during ICU management. The iabp was checked to see whether there was blood drawn into the extension tube of the balloon or the transparent part of the catheter. No blood was seen, so they decided it was not a leak. The start button was then pressed and an automatic filling error occurred and the iabp did not start . The cardiosave iabp was then replaced with a cs300 iabp, the start button was pressed, and therapy was continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge sales rep. Confirmed this event was caused by the concomitant non-maquet iab catheter (manufactured by zeon medical inc.), not this iabp unit itself. After this event occurred, our sales rep. Visited the facility and checked this iabp unit. No blood was observed inside of this unit. As no anomalies or malfunctions were found on this unit, the unit was returned to the facility for clinical use on 9 march 2023. The repair of this iabp unit was not required and the service report was not needed to be created, either. The information regarding the iabp use hour and software revision is not related to this event.

Event description:
It was reported that during use on a patient ,the cardiosave intra-aortic balloon pump (iabp) had a gas inflow leak which occurred in the iab circuit during ICU management. The iabp was checked to see whether there was blood drawn into the extension tube of the balloon or the transparent part of the catheter. No blood was seen, so they decided it was not a leak. The start button was then pressed and an automatic filling error occurred and the iabp did not start . The cardiosave iabp was then replaced with a cs300 iabp, the start button was pressed, and therapy was continued. No adverse consequences to the patient reported.